Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. The cause was use error - incomplete connection. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer contacted baxter's technical service center reporting the caregiver (cg) needed to open the cassette door a home choice (hc). The cg stated the solution bag had become disconnected during priming. The technical service representative (tsr) assisted with opening the hc door as requested and the cg would start over with new supplies. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the connection issue. The pdn stated the home patient (hp) did follow up with her regarding this and stated the hp did not have the connection tight enough. The pdn stated the hp continued therapy with new supplies and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.